Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented if from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt experienced red, itchy skin underneath the adhesive border in the 6 o'clock position. The pt experienced the condition during an unk period prior to complaint receipt. Pt preps with a sensitive skin soap. Does not use barrier wipe or adhesive remover wipe. Pt tried cortaid for one week and has also been advised on skin care. Pt outcome was not noted.